Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. Subsequently, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose was 212 mg/dl. A new cartridge was loaded to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : (B)(4).